Event description:
The customer reported an alarm and insulin squirting during the manual prime. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a protruded/loose drive support disk. The unit also had a cracked case at the display window corners and a scratched display window.